Event description:
It was reported that the implantable cardiac monitor (icm) showed an error message due to a device reset and was forced to end the session. The icm was not used. There was no patient involved.